Manufacturer narrative:
Concomitant medical products: cmrm6122 envelope. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately four months after the implant of an implantable pulse generator (ipg) with an absorbable envelope. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.